Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. Fse replaced the photometer lamp source assembly to resolve the issue.

Event description:
The customer reported receiving erroneously low totabl bilirubin (tbil) patient results on the unicel dxc 660i synchron access clinical system. The customer did report the erroneous results outside of the laboratory. No patient data information or verbal results were provided by the customer. The tbil qc recovered erratic prior to the event. There was no effect to patient treatment in connection to event.